Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a severe back injury that was nerve related. The patient reported that the back injury occurred prior to wearing the lifevest, but that he had reinjured his back due to the lifevest. The patient reported that while he was wearing the lifevest across his shoulder, he bent over, causing the monitor to swing forward, which resulted in a reoccurrence of his back injury. The patient did not receive any medical intervention. Follow-up indicated that his back was "a little better."